Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed an e216 communication error and grey static on the screen. The issue was observed during preparation for use. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure of e216 and grey static in the screen was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image is not displayed. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on plug unit, the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Upon review of complaint record, it was noted field date of manufacture was inadvertently marked as 12/29/2014 instead of 10/29/2015.

Event description:
No additional information received from the customer.